Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, occlusion sensor testing, and a review of the alarm log were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The occlusion sensor test was performed successfully without any issues noted. The alarm log review did not reveal any issues related to the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request. There are not previously reported ¿ problems that were same as or similar to the event reported¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined with the provided information. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an occlusion. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.